Event description:
A customer reported an event of an "odor" emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4). The fmea revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump assembly was returned and tested. The vacuum pump exhibited an odor. The reason for return of the vacuum pump was confirmed. The assignable cause of the odor/smells issue is the vacuum pump assembly. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump was replaced. Unit meets specifications and was returned to service on 06/16/2015.